Event description:
It was reported that a keypad of spectrum pump was not functioning during testing at the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. Visual inspection identified fluid intrusion and corrosion that contributed to the reported condition. During functional testing a keypad was unable to be confirmed directly due to the device not powering on. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be a corroded keypad. The keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.